Manufacturer narrative:
D.11. Additional device: jhjr060202j serial # unknown, UDI: unknown. As it is not known which device became occluded, this device is included in this report.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The second device implanted is being reported separately under case # (B)(4).

Event description:
The following publication was reviewed: a case of pseudoaneurysm after pancreaticoduodenectomy treated by using viabahn. Case report: a patient in his 70's underwent a subtotal stomach-preserving pancreaticoduodenectomy. After the procedure, a pseudoaneurysm about 5 cm in size was found at the resected margin of the gastroduodenal artery. As a treatment, a gore® viabahn® endoprosthesis with heparin bioactive surface (5 mm x 2.5 cm) was implanted in the arteria hepatica propria. The device was implanted slightly more distal than the planned position, and a leak into the sac was confirmed. Another gore® viabahn® endoprosthesis with heparin bioactive surface (6 mm x 2.5 cm) was implanted as overlap to the first device. The procedure was completed without any further issues. At the follow-up CT examination, 4 days after the operation, occlusion from the viabahn through the origins of the left and right hepatic artery was found, however, intrahepatic blood flow was maintained via the collaterals.